Manufacturer narrative:
The insulin pump was received with unresponsive act, up arrow and b buttons due to flattened button dome switches. No unlocked lcd keypad connector noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test and verify no delivery alarm due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states they have had issues with their infusion sets and the act button sticking. The mother states the customer has been receiving no delivery alarms during basal and bolus delivery. The mother states the customer has had high blood glucose levels in the 300mg/dl and 600mg/dl range. The customer's blood glucose level at the time of no delivery alarm was 167mg/dl. The mother declined to troubleshoot for the high levels. The mother was advised the pump would be replaced and returned for analysis.